Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece was found faulty while during mako tkr application, despite successful mics status check but was not able to saw during bone preparation. Replacement of mics was available and problem solve. Faulty unit is not a brand new unit. Case type: tka. Surgical delay: surgical was delayed for 20 mins.

Event description:
Mics handpiece was found faulty while during mako tkr application, despite successful mics status check but was not able to saw during bone preparation. Replacement of mics was available and problem solve. Faulty unit is not a brand new unit. Case type: tka. Surgical delay: surgical was delayed for 20 mins.

Manufacturer narrative:
Mics handpiece was found faulty while during mako tkr application, despite successful mics status check but was not able to saw during bone preparation. Replacement of mics was available and problem solve. Faulty unit is not a brand new unit. Case type: tka. Surgical delay: surgical was delayed for 20 mins. Product inspection: mics-209063 sn#(B)(6). RMA#281807 lot 42030616. Inspected per (B)(4) and determined failure of the following test step. Sec# 7.1.4. Collar test. Disposition: rtv. Device history review: device history records indicate (B)(4) devices were manufactured under lot k07v3 and all (B)(4) devices were accepted into final stock on 07/30/2016 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42030616 shows 2 additional complaints related to the failure in this investigation. Conclusion: the alleged failure mode was confirmed. No additional investigation or specific actions are required.¿ if additional information is received then the complaint will be reopened.